Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-pm injector and the trailing haptic caught on the plunger of the injector injury. The reporter also stated that the damage to the lens was due to improper loading of the injector.

Manufacturer narrative:
(B)(4).